Event description:
Philips received a complaint on the heartstart xl+ indicating that the power self-test failed. There was no patient involvement. The device was evaluated by customer only. There was no further information regarding the tests customer performed, and how customer determined the cause. However, customer confirmed that the capacitor is defective. Customer refused to repair the device. Device was remained at customer site. Based on the information available and the testing conducted, the cause of the reported problem was defective capacitor. The reported problem was confirmed. We are unable to confirm the final disposition of the device because the customer refused service. The investigation concludes that no further action is required at this time.